Manufacturer narrative:
This supplemental report is being submitted to provide additional information. According to additional information provided by the user facility, the user found that the piece of steel wire protruded from the gap near the forceps elevator during cleaning. Before the reported event was found, the user had performed the endoscopic retrograde cholangiopancreatography using the following three endo therapy accessories in combination with the device. -meditec, loop. -boston scientific, papillotome. -boston scientific, balloon. No defects had occurred during the procedure and the procedure had been completed. In addition, according to additional information provided by olympus czech group, s.r.o., trace of steel wire short circuit in the distal end or forceps elevator was not confirmed. The exact cause of the reported event could not be conclusively determined, because the device has not been returned to olympus medical systems corp. (Omsc). However, based upon the past similar cases, there is possibility that the reported event was caused by the following; -the user's handling, such as the papillotome coming into contact with the distal end or forceps elevator while energized, damaged a third-party endo therapy accessory in the instrument channel of the device, and the piece of accessories stuck or adhered to the forceps elevator. -the third-party endo therapy accessories were caught in forceps elevator due to user's handling. Afterwards, the user removed the accessories without noticing, which caused the accessories breakage. The broken piece of accessories were remained and caught in forceps elevator of the device. Also, the steel wire is likely not from the device, but from third-party endo therapy accessories used in combination with the device. Therefore, omsc determined that the use of third-party endo therapy accessories rather than the combinable accessories described in the instruction manual of the device also contributed to the occurrence of the reported event. The instruction manual provides preventive measures against the reported failure mode. Device history record (DHR) review indicates that the product was manufactured and tested in accordance with all applicable procedures and met all final product release criteria. If additional information becomes available, this report will be supplemented.

Manufacturer narrative:
An olympus field service engineer (fse) confirmed the device, but the steel wire was discarded by the customer and could not be confirmed. In addition, according to the fse, the channel could have been damaged. The device has not been returned to omsc but was returned to olympus (B)(4) for evaluation. (B)(4) inspected the device and confirmed the following; the reported phenomenon could not be confirmed. The reported event may have been caused by parts such as forceps valve or endoscopy accessories falling on the suction channel. The exact cause of the reported event could not be conclusively determined at this time. If additional information becomes available, this report will be supplemented.

Event description:
Olympus medical systems corp. (Omsc) was informed by the user that a piece of steel wire protruded from the gap near the forceps elevator. There was no report of patient injury associated with the event.